Event description:
It was reported that the patient presented remotely via Merlin.net. Review of transmission revealed that the Right Ventricular (RV) lead exhibited out-of-range defibrillation impedance. No intervention was reported, and the patient will continue to be monitored. The patient condition was stable.